Event description:
It was reported by the affiliate that the (1) device was used during an unknown procedure and discarded. There were (5) additional unopened devices returned. The surgeon had difficulty closing the instrument. Another instrument was used to complete the case. There was no consequence to the patient.